Event description:
Fixodent, used about 20 years. In 2010, I was healthy, going to gym, walk 2 miles on treadmill, was volunteer, so set up class room, chairs, equipment, etc. Did the 1 hour class for seniors, then did machine after class. Noticed balance was getting bad. Walking was getting off. No medical problems. One to 10 mg vasotec, pill a day for blood pressure was the only medicine I took besides aspirin. Then (B)(6) 2010, my leg hurt pretty bad. Went to dr and this started me on a long road of dr's and tests. I had in 2011: leg joints x-rayed and hips, liver and kidney, abi test, chiropractor, doppler ultrasound, cat scan, gym therapy, MRI, heart dr, 3 times ER for blood pressure, last time was 215/over. Three times to neurologist (3 different ones), more therapy at clinic, blood test for virus. All these tests were negative. Then I went for therapy at a clinic. They couldn't help me, but I had heard about the fixodent problem and told the girl about it. She left and came back with a lap top and looked and said "I think that's it." She went and told my dr but he didn't agree for a blood test. So in (B)(6) 2011, I quit using fixodent after I bought a new box (powder) and saw the warning. "This product has been known to cause serious health problems. It also said to use 1/4 teaspoon. I had been using over 1 teaspoon. I did not know you had to have the blood and copper test, also hair follicle test done while you were on the product. I did have these tests done in ((B)(6) 2011) but it was too late. Negative. I do have neuropathy, much pain in arms and legs at night, loss of balance, can hardly walk. I just inch along. Also shaking, numbness, tingling, wetness. Now I'm going to neurological hospital soon. I'm in bad shape. I need help. When I got my dentures, my dentist told me to buy fixodent to make them hold. Frequency: once daily. Dates of use: 1990 to 2011.